Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the atrial lead was dislodged and had no capture and unstable thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.